Event description:
It was reported that stent damage occurred. The target lesion was located in very calcified coronary artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and after removal the stent was noted to be folded. There were no complications and the patient status was stable. It was further reported that the target lesion was located in the left anterior descending artery.

Manufacturer narrative:
B3: date of event updated. B5: describe event or problem updated. Device is as combination product.

Manufacturer narrative:
B3: date of event updated. B5: describe event or problem updated. Device is as combination product. Device evaluated by MFR.:synergy ii us mr 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal region were noted to be lifted and stretched in a distal direction over the distal balloon cone. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage to distal end of tip. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in very calcified coronary artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and after removal the stent was noted to be folded. There were no complications and the patient status was stable. It was further reported that the target lesion was located in the left anterior descending artery.

Manufacturer narrative:
Device is as combination product. Date of event: estimated based on aware date of (B)(6) 2019.

Event description:
It was reported that stent damage occurred. The target lesion was located in very calcified coronary artery. A 2.50 x 38mm synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and after removal the stent was noted to be folded. There were no complications and the patient status was stable.